Event description:
During an angioplasty procedure of a previously re-stenosed subclavian, difficulty was experienced when the physician was attempting to remove the hydronol guidewire. The hydronol wire got "hung" on the stent. As the physician was removing the wire, a large segment of the wire ptfe coating was shaved off and got hung up on the stent. The physician approximated the shavings to be 1.25cm to 2cm in length. The physician then removed the wire, placed another wire by it and poised another stent-basically locking the shaving in place. There was no report of injury or complications for the elderly female pt.